Manufacturer narrative:
Covidien reference: (B)(4). The battery pack was returned for investigation. The unit was placed in a test ventilator and allowed to fully charge and deplete. The unit functioned as intended. The reported malfunction could not be duplicated.

Event description:
Covidien received information stating during patient use, the ht70 ventilator back up battery failure alarm was generated. It was not recorded in the event log. The ventilator did not stop cycling. However, the patient was transferred to another ventilator. There is no report of patient injury or death associated with this event.

Manufacturer narrative:
(B)(4).